Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that saline spill was found in the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.

Manufacturer narrative:
The stm that discovered the issue reported that in an effort to save money, the customer would be replacing the executive processor board, front end board, backplane board, printer interface board, cable assembly printer interface board, coil cable to monitor and coil cable to backplane cable. However, the customer informed the stm that after replacing the parts and reassembling the unit, the iabp would not power up properly. The stm went to the facility and trouble-shooted the unit but was unable to find root cause of problem. The stm continued to troubleshoot and then found different issues with the unit and suspected that the customer statically discharged the board when they performed the initial repairs by not using a static free strap or a wood table which ended up causing more damage to the unit. To resolve all issues, the stm then replaced the executive processor and front end board, but then realized that the issue was with the backplane board which was replaced as well. The unit was reassembled and all pm procedures were completed per manufacture specifications. In addition, the 9v battery was also replaced, and the unit passed all calibration, safety and functional tests per factory specifications. The iabp unit was returned to the customer and cleared for clinical use. The full name of the initial reporter named is (B)(4). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(4).

Event description:
It was reported that during preventative maintenance (pm) inspection by a getinge service territory manager (stm), evidence of saline spill was found in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.